Event description:
A physician reported a patient who was originallly skin tested on 6 may 1999 with negative results. On 1 june 1999, the patient was treated in the nasolabial folds and glabella. The physician stated while treating the patient at the left glabella site, the area suddenly blanched. The patient stated she had pain and tenderness at the site later the same night. On 3 june 1999, the patient was examined and the physician noted she had a purple discoloration with erythema at the left glabella treatment site. The patient complained of pain at this site. The physician prescribed a medrol dos-pak, keflex, and ice packs. On 5 june 1999, the patient was examined by the physician who diagnosed a superficial necrosis at the left glabella. The physician prescribed topical polysporin. On 8 june 1999, the patient was examined in the office and the physician told the patient to continue the polysporin. On 15 june 1999, the physician called the patient and the symptomatic area was "improved". No further medical or surgical intervention was prescribed.